Manufacturer narrative:
Product ID 306001, lot# unknown, implanted: (B)(6) 2021, product type: screening device; product ID: 309201, lot# unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown; product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began on 2021 (B)(6). It was reported that¿the trial patient was concerned about if their leads/wires had moved. Patient stated that they still had it at the 1.1 and feels it comfortably.